Manufacturer narrative:
Section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a patient to develop eye irritation. The patient stated that she experienced particles and coughed up black stuff. The patient had unspecified surgeries in response to the reported event. Section d1: brand name; section d4: device model, catalog, serial, and unique identifier number; section g4: PMA/510(k) number; section h4: device manufacture date and section: h6 health effect: clinical code was missed in the previous report. They have been updated or corrected in this report.

Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused a patient to develop unspecified issues. The patient had unspecified surgeries in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.